Manufacturer narrative:
The reported problem could not be duplicated. The flow detector used during the incident was not received with the device for system testing. The customer biomedical engineer reports he tested the pump with the flow detector used during the event, and he also could not duplicate the reported problem. The frequency of death or serious injury reports for code 104 (free flow) for lifecare products is approximately .26/million sets.

Event description:
Overdelivery reported. The pump was set to infuse an unspecified concentration of pitocin at 9ml/hr for labor induction. The tubing was primed and connected to the pt IV site. A nurse reported that, "immediately upon pump start-up, a free flow of IV fluid in the drip chamber was noted." The flow detector was attached to the drip chamber, but it was not clear as to whether the device has just been turned to "on" or if it had been programmed and set to run. No alarms sounded. The pump was turned on, rapid flow was again noted in the drip chamber. The tubing was clamped and the pump was replaced. The rptr states the same tubing was used successfully in the new pump. The amount of solution actually delivered to the pt was not known, but it was reported to be "minimal" due to immediate intervention. There were no adverse effects to the pt or infant.